Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2003 and a revision procedure on (B)(6) 2014, 2014 due to allegations of pain and metallosis. The head was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on the initial medwatch. (B)(6).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2003 and a revision procedure on (B)(6) 2014 due to allegations of pain and metallosis. The head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain."